Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged: persistent severe pain and discomfort in her right hip, buttocks, groin and thigh which has increased over time; sensation of misalignment, weakness and decreased range of motion. Patients hip pops clicks and catches. She is suffering from substantially elevated if not toxic levels of cobalt metal ions in her bloodstream. She is suffering from muscle mass and deterioration of the soft tissue in her hip. Update: (B)(6) 2011, plaintiff fact sheet received with part/lot information.